Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, all cables were pulled from the distribution node (dn) strain relief, damaging internal wires. The cause of the inability to complete testing is the damaged cables and wires. The root cause of the damaged cables and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.